Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, h2, h3, h6 the reported event could not be confirmed due to lack of information. Medical records were not provided. Visual examination of the provided images reveals that the device exhibits signs of use (nicks/surface scratches). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 5 years post implantation, the patient underwent a revision to the right knee due to the locking bar disassociating. The locking bar and bearing were replaced. Attempts for additional information have been made and none is available.

Manufacturer narrative:
(B)(4). D10: 195558, vgxp as e1 tib brg lm/rl 11x75, lot 221790. 195779, vgxp xp e1 tib brg rl 9x71, lot 874910. 195910, vgxp intlk femoral rt 65, lot 050170. G2: event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.